Event description:
It was reported that there was high threshold, impedance and fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high threshold, impedance and fracture on the right ventricular (rv) lead. It was also reported that there was a lead warning and switch to unipolar polarity. The lead impedance trend shows a sharp upward trend over the last few weeks and there were several ventricular high rate (vhr) episodes logged prior to explant. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2008; 5076-45 implantable pacing lead implanted: (B)(6) 2008. (B)(4).